Event description:
Overdelivery reported: a pt experienced an adverse event while receiving pain mgmt therapy. According to the customer contact, the pt became oversedated and narcan was required to reverse the narcotized state. There was no info available related to the pt, pain mgmt prescription, or specific event details. Additional event and pt info has been requested. When any significant info relevant to this incident becomes available, it will be submitted in a f/u report.